Event description:
Customer reported performing comparison tests with the freestyle meter and results of 162 mg/dl and 121 mg/dl were given. The tests were reported to have been performed on the finger. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction. No adverse event was reported as a result of the reported readings.